Event description:
Device 2 of 2 reference MFR. Report# 1627487-2019-02563. It was confirmed that this was previously reported on reference (1627487-2017-08498 and 1627487-2017-08499) after this report as submitted.

Event description:
Device 2 of 2: reference MFR. Report# 1627487-2019-02563. It was reported that the patients leads had migrated due to a car accident. As a result, the leads were explanted and replaced. Effective therapy was restored post-op.